Event description:
The affiliate is reporting that during a knee procedure, the distal segment of a rigidfix guidesleeve broke off. The fractured piece remains implanted in the tissue in the body. The patient is currently in good health conditions - at this time there are no plans to re-operate to remove the broken piece of the guidesleeve.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lots that were released to distribution. However, this type of failure is associated with not using the proper technique to remove the guidesleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/ or the user torqued the device from side to side, causing the metal of the guide tube to fatigue, fail and break off. Other than this hypothesis, we cannot discern any other precipitators for this failure mode. Even though the patient is currently of good health conditions, the fact that the broken fragment was not retrieved from the patient, possess the possibility that patient injury could potentially occur. We do not know what impact this will have, if any, on the patient. It is because of this uncertainty, we are filing a report to document this event. At this time, no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.